Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed as an interim solution. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.